Event description:
It was reported that the customer's insulin pump was damaged at the screen. The customer had bumped into a desk and damaged the top left corner of the screen. The customer was unable to read the screen after the incident. The customer's blood glucose was unknown. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with partial display due to cracked and bleeding lcd glass. Unable to perform displacement test and insulin pump self-test due to lcd damage. The insulin pump had a cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.